Event description:
It was reported that the pump issued an alert 38 indicating a motor stall during a meal announcement, after which a dry run was performed successfully and all infusion supplies were changed, with subsequent fill tubing and fill cannula steps completed without incident while using a contact detach set. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with a stalled motor, with mechanical issues identified during troubleshooting though operation appeared normal after the dry run and supply change. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.